Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 595 (mg/dl) and diabetic ketoacidosis. Customer administered boluses with the pump to treat bg levels, and customer was later admitted to the hospital on (B)(6) 2016. Customer was released on (B)(6) 2016. Once released, the customer's bg levels elevated up to 596 (mg/dl) despite the administration of a correction bolus and insulin injections. Customer returned to the hospital on (B)(6) 2016 and was treated with insulin and saline. Reportedly, customer believed that bg levels could have been caused by a possible settings issue. Customer was released on (B)(6) 2016. Reportedly, customer stated that they were experiencing blurry vision, but was unsure if it was diabetes related. Customer indicated that their bg levels were fine at the time of follow-up on (B)(6) 2016. Recommendation was made to contact their health care provider to discuss settings and diabetes management.

Manufacturer narrative:
Functional testing could not be performed due to corrosion.